Manufacturer narrative:
The serial number of the cobas eplex instrument is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results using the cobas eplex blood culture identification gram negative panel with one patient sample on a cobas eplex instrument. The alleged sample generated a negative result for all targets. The customer reported that klebsiella pneumoniae was detected in culture.

Manufacturer narrative:
A review of the provided data indicated that the alleged sample is at the limit of detection (lod) of the assay. The target concentration was likely at or near the analytical sensitivity of the assay, resulting in no target detected. The investigation did not identify a product problem.